Manufacturer narrative:
A partial lead was returned for analysis in one segment measuring 44.5 cm. Final analysis found that the insulation was abraded at 28.4 cm to 28.9 cm from the distal tip. The abrasions were consistent with exposure to friction against another implantable device or feature of the heart. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.